Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Upon review of this case on (B)(6) 2014 it was found that a technical error occurred during the esubmitter packaging process and the codes were wiped out of the original submission although they had been entered and saved. Codes are now being submitted as a follow up.

Manufacturer narrative:
Patient information was not provided by the site. RMA issued. Replacement ratcheting handle shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that, as reported, the cap has been broken off from the handle. There appears to be residue of loctite in the threads of the cap as well as within the handle cavity. Mechanical failure, pieces broken, directly caused event. Investigation determined that there is no indication the device was not sterilized properly or that it malfunctioned. The complaint documented misuse of the device causing it to be damaged. This damage led to interior surfaces being exposed which were not designed to be exposed. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's apt egg quick connect handle. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported receiving a report from a site sterile processing department manager, that while in a spine procedure the prior day (B)(6) 2014, a metal plate on the hind of the non-ratcheting awl/probe/tap driver egg handle fell off. This occurred while the surgeon was hammering on the plate. The surgeon is aware the handle is not designed to be hammered on. When the plate became dislodged, there was some debris below the plate that may have fallen into the surgical site. The debris from beneath the handle cap was tested no proteins were found in the substance. It was uncertain if any particles fell into the patient, so as a precaution the surgeon flushed the incision site with a mixture of bacitracin, gentamicin, vancomycin and saline. No additional medication was administered other than the routine antibacterials all recovering spine patients receive post-operatively. As of now no negative reactions or adverse effects have been reported due to the instrument malfunction. The surgeon completed the procedure with the use of the navigation system. There was no harm to the patient or impact on their surgical outcome due to the reported event. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's awl probe tap (apt) egg quick connect handle. There is no allegation to suggest that medtronic navigation's device caused the reported event.